Event description:
It was reported that a malfunction occurred on a pump with a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the issue did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurrs.